Event description:
It was reported that patient has a dbs "battery installed in my chest" that does not turn on or off. Patient reports having tremors. No additional info was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.